Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: at time of enrollment the patient presented with a thoracic aortic aneurysm >= 6 mm. On (B)(6) 2015 (15 days pre-procedure), the pre-procedure imaging was performed. It showed circumferential calcifications of main access vessel but no vessel wall thrombosis in the distal aortic neck > 50% of circumference. The maximum aneurysm diameter was 81 mm. The proximal neck diameter was 34 mm. The proximal neck length was 25 mm. The distal neck diameter was 30 mm. The distal neck length was 16 mm. The main access vessel minimum lumen diameter was 9 mm. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic aneurysm. Following component was implanted successfully during the index procedure: catalog # zta-pt-38-34-217, lot # e3366615. Catalog # zta-p-34-112, lot # e3186997. Catalog # zta-p-34-109, lot # e3358063. Lsa was intentionally and completely covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 0. Following additional procedures were performed during or before the index procedure: brachiocephalic artery revascularization (before). Lcca revascularization (before). Lsa revascularization (during). No reportable adverse events were observed during index procedure. On (B)(6) 2015 (seven days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 62 mm. No abnormalities were observed on the imaging. Only a type 2 endoleak was observed with following comments about the location: ¿supra aortic trunk but hard to precised the exact origin because of the plugs artefacts¿ on (B)(6) 2016 (149 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 84 mm. No abnormalities were observed on the imaging. On (B)(6) 2017 (624 days post-procedure), a follow-up CT-scan was performed. It showed a maximum aneurysm diameter of 89 mm. A distal endoleak type 1b was observed on the imaging. Following comments from the site related to the endoleak: ¿aneurismal growth bellow the endograft leading to loss of distal sealing¿. No secondary interventions were performed. Patient outcome: the patient continues to be followed in the study.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) ec method code desc - 5: device not accessible for testing. Summary of investigational findings: a 71-year-old female patient underwent surgery on (B)(6) 2015 to treat a thoracic aortic aneurysm. Three stent-grafts were successfully implanted (zta-pt-38-34-217, zta-p-34-112 (possibly a zta-de-34-112 based on lot number) and zta-p-34-209). Left subclavian artery (lsa) was intentionally and completely covered by the stent graft fabric and the proximal zone of the stent graft implantation was zone 0. During the procedure an lsa revascularization was also performed. Before the procedure, the patient had a brachiocephalic artery revascularization and a left carotid artery (lcca) revascularization done. On follow up CT scan (B)(6) 2015 an endoleak was seen. On (B)(6) 2016 a CT scan was performed, no abnormalities were reported. On (B)(6) 2017 an additional CT scan was performed, this showed a distal type 1b endoleak, and it was commented that aneurismal growth below the endograft was leading to loss of distal sealing. No secondary interventions were performed, and the patient continues to be followed in the study. CT images dated (B)(6) 2015 and (B)(6) 2017 were reviewed by an imaging expert, and the presence of a large type 1b endoleak was confirmed. The reviewer states: ¿a large type 1b endoleak is evident at 20 months. There is complete loss of seal as the taa sac now extends to the distal graft edge. The distal component has increased in length and the angulations in the distal thoracic aorta have increased as well. The aneurysmal segment just distal to the endograft has also increased in diameter during this interval. These findings suggest progression of disease of the native distal thoracic aorta (distal to the graft) with elongation, increased angulation, and continued dilation. This could have led to loss of seal at the distal graft and subsequent increase in the target taa sac diameter due to the type 1b endoleak.¿ regarding the devices used, the image reviewer comments: "there is a discrepancy between the reported endograft components and the device measurements on these studies. Per measurements, these are likely a zta 38 x 34 x 217 mm proximal tapered component, followed by a zta 34 x 209 mm proximal component and a zta 34 x 113 mm proximal component." Furthermore, the reviewer states: ¿proximal placement of the zta device into the ascending aorta with innominate and left common carotid artery (lcca) de-branching is outside of IFU. IFU requires an adequate proximal landing zone from the lcca.¿ and for the 1 week post-perative study it is noted that "the distal graft seals for 10.7 mm just distal to the taa sac." The IFU states: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, (fig. 3) including: iliac/femoral anatomy that is suitable for access with the required introduction systems, nonaneurysmal aortic segments (fixation sites) proximal and distal to the aneurysm or ulcer: with a length of at least 20 mm, and with a diameter measured outer wall to outer wall of no greater than 42 mm and no less than 15 mm. It is likely that disease progression and the insufficient distal sealing zone length contributed to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.